Event description:
It was reported to philips that the system suddenly malfunctioned during a procedure and could not rotate anymore. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the geometry movement will lose power. Upon checking the post fse found that the c-arm self-test failed. Fse switched amc and the fault was transferred to propeller. Fse confirmed that the amc was defective. To resolve the issue fse replaced the amc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the geometry movement will lose power. Upon checking the post fse found that the c-arm self-test failed. Fse switched amc and the fault was transferred to propeller. Fse confirmed that the amc was defective. To resolve the issue fse replaced the amc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The reporting address city has been updated.